Manufacturer narrative:
Product ID, 3093-33 lot# va02r43, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient received a "shocking or jolting sensation." The patient stated, the device was bothering him in his scrotum and his behind and "every time" he moved he got a "jolt." The patient was assisted in turning his stimulation down from 3.3 volts to 3.1 volts and stated that was "much better." The patient had a follow up visit scheduled with his health care provider (hcp) for (B)(6) 2012. Additional information received on (B)(6) 2012 reported that the patient had pain in his scrotum. The patient was again assisted in decreasing his stimulation, from 3.1 volts to 3.0 volts. The patient stated it "felt better." Additional information was requested, but was not available as of the date of this report.